Event description:
A report was received that a patient had developed an infection. The patient's precision system was explanted and the patient was treated with oral antibiotics. The physician does not believe the patient's infection was device related.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.